Event description:
Physician positioned the stent across the sfa lesion. Upon deployment of the stent half of the stent deployed, the other half would not deploy. The physician pulled the half deployed stent into the aorta femoral bifurcation graft and it would not come across the bifurcation. Additionally, the stent deployed in the bifurcation half one side, half on the other side. The physician used a snare to capture the stent and pulled it into the left side of the iliac, into the bi-fem graft. This was a successful completion. The physician then followed up with another protege stent in the sfa. This was successful.